Event description:
Account reports high bicarbonate pt results. One example was provided, initial result 43 mmol/l; repeat 29 mmol/l. The initial result was reported, the pt was not adversely affected. The field service rep determined the cause to be a problem with the calibration and recalibrated the assay. Performance tests were performed which were within specification.